Manufacturer narrative:
(B)(4). A fully constrained wallflex biliary rx fully covered rmv stent was received for analysis. Visual analysis of the returned device found the outer sheath was kinked. Functional evaluation revealed that it was not possible to deploy the stent using the delivery system due outer sheath was kinked. The delivery system broke when force was applied to deploy the stent; the stent was manually deployed. No issues noted with the stent and no other issues were noted with the device. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The noted damages to the returned device were likely due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017, that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignancy in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. Reportedly, the patient¿s anatomy was not tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the stent but the catheter that connected to the outer sheath snapped and disconnected. The stent was fully covered by the outer sheath when it was removed from the patient and the procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.